Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an alarm 20 and 30 occurred. Customer's blood glucose was 137 mg/dl. Customer reverted to using another pump for insulin therapy.